Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problems (add gel, check te pad messages, damaged cable) have been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cables was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the belt was had a damage cable with add gel and "check therapy electrodes messages"